Event description:
Thunderbeat hand piece assembled and connected to generator. It was working smoothly then it start displaying "u509- ultrasound level error, u504- probe damage error". Hand piece changed. Still showing the said two errors. Generator, cord and two hand piece sequestered. Surgeon aware. FDA safety report ID# (B)(4).